Event description:
The twist drill broke and struck the pt's eyelid. The injury was treated with an ointment and no stitches were required. An ophthalmologist confirmed that the scratch was only on the surface of the eyelid and did not damage the pt's eye. No other adverse experiences were noted.